Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record could not be performed.

Event description:
Device malfunction: unknown. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, after clip deployment hemostasis was not achieved. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. No additional information was provided.